Event description:
There was a leakage in the distal lumen of the PICC line tubing. A hole was noticed in the pig tail of the PICC line. The line was placed on (B)(6) 2018. After thorough inspection the material didn't withstand its normal usages before breaking down.